Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: no. Investigation summary: lot numbers 714211c, 715012c, 720111c, 724311b, 724411b, 731311c, and 733911c for product code 306507 were provided for evaluation by our quality engineer team. Upon reviewing the production history for the provided lot numbers, no deviations or non-conformances were identified during the manufacturing process. A corrective and preventive action plan was initiated to further investigate and monitor this issue. One-hundred and twenty retained samples for each lot number provided were visually inspected and no abnormalities were observed in regards to the solution. A review of all lot sterility testing performed for product released between april 2015 and june 2018 confirmed that no organism growth was identified for any lots released during the shelf-life of this product. Multiple samples produced before and after the provided lot numbers were sent for sterility testing and confirmed that no microbial growth was exhibited after incubation. This in combination with the daily environmental monitoring and sterility testing provides confidence in the sterility of the reported lot numbers. A direct causation between the reported infections and the bd franklin product has not been identified. Prior to the report of infection evaluated in mps-18-1248-sa, there was no trend for infection cases reported for franklin product. This complaint is part of a new trend which began in april 2018. CAPA 350041 was initiated to address this issue. There were no deviations, non-conformances, or out of specification conditions noted during the manufacture of lots 714211c, 715012c, 720111c, 724311b, 724411b, 731311c, and 733911c. 100% of retained samples for the provided lots (120 units per lot) were visually inspected. No growth was seen (i.e., the solution was clear). Lot number 714211c and lot number 715012c were manufactured between lots 705311b and 716192n, both of which exhibited no growth during the confirmatory sterility testing. Lot number 720111c was manufactured between lots 719291n and 721481n, both of which exhibited no growth during the confirmatory sterility testing. Lot number 723011b was manufactured between lots 722311c and 723311b, both of which exhibited no growth during the confirmatory sterility testing. Lot numbers 724311b and 724411b were manufactured between lots 724291n and 725181n, both of which exhibited no growth during the confirmatory sterility testing. Lot numbers 731311c and lot 733911c were manufactured between lots 731012n and 735311n, both of which exhibited no growth during the confirmatory sterility testing. This, in combination with the daily environmental monitoring and original sterility testing for the lot release, provides confidence in the sterility of the complaint lot. A review of all lot sterility testing performed for product released between april 2015 & june 2018 confirmed that no organism growth was identified for any lots released during the shelf-life of this product. The root cause analysis of the reported infection cases under CAPA 350041 has not identified a direct causation between the reported infections and the bd franklin product.

Event description:
It was reported that a home care patient tested positive for a serratia blood steam infection on (B)(6) 2018 and a second time on (B)(6) 2018. The reporting facility indicated that the cdc stated that the second infection was a match for the serratia strain. The patient was treated for the infections but details regarding specific medical intervention was not provided. A 3 ml bd¿ pre-filled normal saline syringe, in 3 ml syringe was associated with this incident. *out of an abundance of caution and in the interest of public health, bd voluntarily recalled certain lots of bd posiflush¿ heparin lock flush and bd¿ pre-filled normal saline flush syringes due to a potential for contamination with serratia marcescens bacterium. Bd was notified by the u.s. Food and drug administration (FDA) and centers for disease control and prevention (cdc) about a potential epidemiological link between catheter related blood stream infections and the s. Marcescens bacterium. Specifically, the FDA and cdc identified a potential connection between reports of infection in a small number of patients caused by s. Marcescens across multiple states. Cdc¿s initial investigation found that affected patients had received treatment using certain bd flush products. To date, there is no evidence of bd flush product testing positive for this bacterium. Investigations are ongoing by bd, FDA, and cdc.

Manufacturer narrative:
There were eight lot numbers reported for this incident. The information for each lot umber is as follows: medical device lot #: 733911c, expiration date: 12//2020, manufacture date: 12/7/2017. Medical device lot #: 715012c, expiration date: 5/29/2020, manufacture date: 6/1/2017. Medical device lot #: 714211c, expiration date: 5/21/2020, manufacture date: 5/24/2017. Medical device lot #: 723011b, expiration date: 8/17/2020, manufacture date: 8/22/2017. Medical device lot #: 720111c, expiration date: 7/19/2020, manufacture date: 7/25/2017. Medical device lot #: 724311b, expiration date: 8/30/2020, manufacture date: 9/1/2017. Medical device lot #: 731311c, expiration date: 11/8/2020, manufacture date: 11/13/2017. Medical device lot #: 724411b, expiration date: 8/31/2020, manufacture date: 9/7/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a home care patient tested positive for a serratia blood steam infection on (B)(6) 2018 and a second time on (B)(6) 2018. The reporting facility indicated that the (B)(4) stated that the second infection was a match for the serratia strain. The patient was treated for the infections but details regarding specific medical intervention was not provided. A 3 ml bd¿ pre-filled normal saline syringe, in 3 ml syringe was associated with this incident. Out of an abundance of caution and in the interest of public health, bd voluntarily recalled certain lots of bd posiflush¿ heparin lock flush and bd¿ pre-filled normal saline flush syringes due to a potential for contamination with serratia marcescens bacterium. Bd was notified by the (B)(4) about a potential epidemiological link between catheter related blood stream infections and the s. Marcescens bacterium. Specifically, the (B)(4) identified a potential connection between reports of infection in a small number of patients caused by s. Marcescens across multiple states. Cdc¿s initial investigation found that affected patients had received treatment using certain bd flush products. To date, there is no evidence of bd flush product testing positive for this bacterium. Investigations are ongoing by bd, (B)(4).